Manufacturer narrative:
(B)(4). Device was not returned.

Event description:
It was reported that a screw (iunihg) fractured inside the implant. No further information available at the time of this report.

Event description:
Additional information provided by the doctor states that parts of the fractured screw will be returned. However, no product has been returned at the time of this report.

Manufacturer narrative:
One certain® gold-tite® hexed screw (iunihg) was not returned. Since the reported product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the item # . No per was provided by the customer. The reported device was located on an unknown tooth and was used for an unknown duration. Pictures or x-ray images were not provided to evaluate the fractured screw. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months from now. The complaint history review revealed that there are no existing non conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. June post market trending was reviewed and there were no negative trends or corrective actions for the reported event (screw fracture) or device (iunihg). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. A definitive cause could not be identified.